Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510 k number for the powerport implantable port products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement in the right subclavian vein with position in the atrio-caval junction, the catheter allegedly migrated to the right cardiac cavities with large left pleural effusion. It was further reported that the patient developed aspirative pneumonia in the left lung accompanied by pleural effusion of the entire hemithorax. Reportedly, removal of the port and foreign body located in the right atrium was performed without complications. Patient dyspnea did not improve. The patient reportedly expired.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510 k number for the powerport implantable port products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, 5 medical images were reviewed. Image review showed the entire catheter within the right atrium, in one case, and a segment of the catheter in the inferior vena cava in another. Infiltrate developing in the left lung and bilateral pneumothoraces were also observed. Based on the image review, the reported migration can be confirmed, as well as identified disconnection. Pneumothorax is also confirmed. A definitive root cause for the disconnection and migration could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Patient death and pneumothorax/related events cannot be verified to be related to the port device. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement in the right subclavian vein with position in the atrio-caval junction, the catheter allegedly disconnected and migrated to the right cardiac cavities with large left pleural effusion. It was further reported that the patient developed aspirative pneumonia in the left lung accompanied by pleural effusion of the entire hemithorax. Reportedly, removal of the port and foreign body located in the right atrium was performed without complications. Patient dyspnea did not improve. The patient reportedly expired.